Manufacturer narrative:
Approximate age of device - 2 years, 7 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad system was producing intermittent power disconnect alarms while being tethered to ac power as well as with battery use. The system controller was successfully exchanged, however, the alarms persisted. No pump stoppage events were reported; however, the power disconnect alarms became more frequent. The patient was admitted for possible percutaneous lead (driveline) damage. While the patient was in the hospital and using hospital batteries and battery clips, there were no power disconnect alarms. On (B)(6) 2018, the technical service representative was on site to perform a percutaneous lead (driveline) replacement. After all the wires were connected and while applying the copper tape there were pump stoppage events when pressure was put on the driveline to secure it. The replacement was taken apart and checked for any compromised areas but none could not located in any area. It was decided to perform another replacement a few inches higher which was performed with no issues. No additional information was provided.

Manufacturer narrative:
Approximately 19¿ of the external portion/distal end of the driveline was returned. The silicon sleeve was removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the 19¿ driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The 19¿ driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. It was reported that during the repair, pump stops occurred while putting pressure on the driveline to secure it. It was decided to perform another repair a few inches higher which was performed with no issues. Approximately 24¿ of the external portion/distal end of the driveline was returned. The silicon sleeve was removed, and examination the shielding and bionate revealed no areas with shield breakdown. Continuity testing of the 24¿ driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The 24¿ driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The device was returned assembled with driveline cut approximately 2¿ from the pump housing and the severed portion of driveline was not returned. Continuity testing of the 2¿ driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The 2¿ driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. V a review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The explanted device is expected to be returned for analysis. It has not yet been received.

Event description:
Additional information received indicated that the patient came to clinic to report that the lvad system was producing multiple low speed advisories. The patient was admitted for observation and placed on an ungrounded cable with no further low speed advisories. There was only about 3cm from the last percutaneous lead (driveline) replacement and the exit site, with no room for another replacement. The patient underwent pump explant on (B)(6) 2018. The pump will be returned for evaluation.